Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a small seizure and went to the hospital with low blood glucose of 23 mg/dl. Customer was in and out of the hospital in the same day. Customer will call back with more information. No further information was given.